Event description:
Event occurred regarding a 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip where the report states the following: ¿the proximal screw thread breaks when the transseptal needle is withdrawn¿. Patient involvement is unknown.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
One used partial 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip was returned for evaluation. The reported complaint that the screw thread breaks was not confirmed. During visual inspection, the 12" pressure tubing was cut from the rest of the set. The rotating luer was able to be disconnected and moved. When the partial returned set was clamped on one end and pressure leak tested, no leaks were observed. The partial set returned performed per the specifications. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.